Event description:
Olympus (oj) was informed that during a diagnostic screening procedure, the power supply for the customer high-definition liquid crystal display monitor suddenly turned off. However, because there was a sub-monitor, the procedure was completed without any health damage. After that, the power would not turn on at all. There was a banging sound before the phenomenon occurred. It was reported the device was inspected prior to use and no abnormality was observed. The procedure was completed with same equipment. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer reported issue as the monitor does not power up. The inspection also noted the monitor has bezel damage. However, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. In general, the end user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, image appears and cuts off occurred due to foreign matter adhered during manufacturing. There was a crack in the mold of ic602 in the power supply circuit resulting in the start up of the power supply. In addition, the mosfet part inside ic602 was checked and found traces of corrosion and migration. Moisture absorption causes corrosion and migration, and it is assumed that the current concentrates in this part and causes overcurrent destruction. Olympus will continue to monitor field performance for this device.